Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient reported having experienced sensitivity with their front tooth for a few months and now another area recently. The patient stated that their top right canine is the most sensitive - maybe like a 6-7 in cold sensitivity. Even if they drink some cold water, it's like a shock. And the lower right back area is maybe 4-6, the patient said it still feels like a sharp reaction when something cold touches it but it's bit muted compared to their front tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.